Event description:
On (B)(6) 2012, a vns patient's generator was explanted due to infection at the generator site. The patient's lead was not explanted and no new generator was implanted at that time. The generator was returned to the manufacturer on (B)(6) 2012. Product analysis is planned but has not been completed at this time. On (B)(6) 2012, the patient's lead was explanted due to an infection and no new lead was implanted at that time. The lead was not explanted initially as it was thought that it would be able to use it when a new generator was implanted after the infection, however the infection was also in the lead area so the decision was made to remove the lead as well. The lead was returned to the manufacturer on (B)(6) 2013. Product analysis is planned but has not been completed at this time. Good faith attempts were made and found that cultures taken showed (B)(6) and the patient presented in the physician's office on (B)(6) 2012 with the infection. The patient was given antibiotics (250 mg/5ml cephalexin 1 teaspoon every 6 hours) for 7 days in addition to being explanted. No vns device has been re-implanted at this time and it is unknown if and when re-implant will take place. The DHR (device history record) for the generator and lead were reviewed and sterility prior to shipment was confirmed.

Event description:
Additional information was received that product analysis was completed on the generator and lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 6.017% of the battery had been consumed. The battery, 3.047 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, does not suggest an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator. The abraded openings found on the outer and inner silicone tubes and the puncture mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes of the lead. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing phosphorus, sodium, sulphur and calcium. Except for the abraded openings, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. With the exception of the abraded tubing openings, no obvious anomalies were noted. The setscrew marks found on the connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is evidence of an abraded inner tubing opening in the returned portion of the device. The fluid leaks found during analysis of the lead will be reported on medwatch #1644487-2013-00476

Event description:
Additional information was received that the patient was re-implanted after being explanted due to infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.